Event description:
Report received from (B)(6) states that the line to the cutter came loose during the procedure. However, the aspiration line stayed connected. There was a significant delay in the procedure as a new pack needed to be connected and re-primed to complete the procedure. The delay did not cause any impact or injury to the pt.

Manufacturer narrative:
The device is not available for evaluation. The sterilization and lot history records were reviewed and found to be acceptable. 1 of 2.